Event description:
Healthcare professional reported "rupture" diagnosed via mammography. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture was received on august 13, 2025, with lot number 3133851. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening no additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported "rupture" diagnosed via mammography. This record is for the left side. Device was explanted and replaced with a non-abbvie device.